Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device has not been returned for evaluation, however, medical records were provided; the evaluation confirmed for filter tilt and retrieval difficulties but was inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficult to remove, tilt, and detachment. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) year-old female; weight was not provided.